Event description:
It was reported that the ilet pump ran out of insulin overnight and was removed and the user went back to sleep. After waking up the next morning, the user resumed insulin delivery later and performed a meal announcement without eating to obtain insulin, leading to subsequent hypoglycemia following an earlier hyperglycemic peak. User education was provided that announcing a meal without eating is not recommended. Symptoms included hypoglycemia and hyperglycemia ranging from 39 mg/dl to 332 mg/dl accompanied by vision problems, muscle cramps and weakness, headache, exhaustion, fatigue, and frequent urination. Outcomes included self-treatment with glucagon and recovery without hospitalization. Investigation included troubleshooting and education regarding alternative therapy when insulin delivery is interrupted and proper use of meal announcements and correction dosing. Investigation of this case revealed user handling and use error related to not reverting to alternative therapy when the device was off and performing a ¿ghost¿ meal announcement after resuming delivery; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not according to instructions. Report number 3019004087-2026-28838 has been submitted for using meal announcements as corrections.